Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and observed that the positive portion of the biphasic waveform was missing. Physio determined that the cause of this observed issue was due to a physically damaged filter, designator fl29.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that when attempting to shock that there was a loss of the positive portion of the biphasic output waveform. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.